Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 556 mg/dl and ketone level was small. Customer was admitted to the hospital. Insulin injections were administered and bg lowered. Reportedly, customer was discharged the same day; there was no permanent injury. Contact did not know cause of elevated bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. Although multiple attempts were made by cts to confirm discharge date, customer did not reply.